Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was experiencing disorientation and felt ¿funny¿ while in the car with her husband. The patient¿s cgm reading on the patient¿s cgm and omnipod insulin pump was 101 mg/dl. However, the patient¿s husband drove to a dispatch medical station with emergency medical technicians (emts). The emts tested the patient¿s bg via fingerstick, which was 28 mg/dl while the cgm was reading 87 mg/dl. The emts did a second bg fingerstick and it was 25 mg/dl. Emts treated the patient with IV dextrose (d50). The patient recovered after treatment and was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.